Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2008, the patient suffered a work-related back injury. In (B)(6) 2009, the patient underwent lumbar spine MRI whiched showed degenerative disc disease at lumbar spine at l5-s1, lumbar spinal stenosis at l5-s1, and lumbar disc herniation of l5-s1. On (B)(6) 2009, the patient underwent l5-s1 lumbar interbody fusion using auto and allograft, a lumbar decompression right sided hemilaminotomy and foraminotomy, a posterior spinal fusion using auto and allograft, placed an anterior interbody cage at l5-s1, and implanted posterior spinal instrumentation at l5-s1 with facet screws. The patient was implanted with rhbmp-2/acs. Post-op, the pain increased exponentially. He continues to experience pain in his mid back and experiences tingling and numbness in his right leg. He has been unable to perform activities he performed before surgery and is often unable to move around his home. Posterior surgical approach was used for the surgery.

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Manufacturer narrative:
(B)(4).